Event description:
Boston scientific received information that the right ventricular (rv) lead did exhibit greater than 2,500 ohms pace impedance in association with this implantable cardioverter defibrillator (ICD). The health care personnel discussed with the boston scientific technical services consultant that the out-of-range pace impedance issue had been noted as early as a couple months prior to this evented information. The out-of-range impedance was evident when the lead was programmed into unipolar configuration. When programmed into bi-polar configuration, pace impedance was within normal limits at 700 ohms. The health care personnel confirmed that the patient was non-symptomatic and non-pacemaker dependent. The health care personnel also noted stored episodes of noise. Intrinsic amplitude and thresholds were noted as stable. There had been no allegation or evidence of a lead safety switch notification, per the following clinic.

Manufacturer narrative:
The technical services consultant discussed that a possible connection issue or lead integrity issue that may have been programmed around in the past. These medical devices remain actively in service. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.

Manufacturer narrative:
Most recently, this medical device was explanted for normla battery depletion and has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.